Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the capsure fixation device was used. Several fasteners did not fixate adequately to the abdominal wall and were removed. There was no patient injury reported.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "adequate counter pressure should be applied on the target area" and ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds that the device deployed four out of the five fasteners proud during simulated use testing. Based on the sample evaluation the failure to fixate reported is the result of an event occurring during user/device interface resulting in the device to go out of synchronization. As the sales rep reported the surgeon did not use contralateral hand to apply counter pressure. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the capsure fixation device was used. Several fasteners did not fixate adequately to the abdominal wall and were removed. There was no patient injury reported.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "adequate counter pressure should be applied on the target area" and ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.